Manufacturer narrative:
G4:30dec2020. B4: 07jan2021. H7:h9 updated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:30dec2020 b4: (B)(6) 2021 a philips field service engineer (fse) was dispatched to the customer site and traced the issue to a faulty power management pcba. The fse replaced the power management pcba bringing the device back to full functionality and it was returned to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09nov2020.

Event description:
It was reported to philips that the device fails test 10 during performance verification testing (pvt), and alarms do not turn off. The device was not in use at the time of the event. This issue occurred during testing. The device was evaluated by the customer (biomed) with assistance from a philips remote service engineer (rse). The biomed confirmed the motor controller pcb, power switch overlay, or the power supply is not the issue. The biomed stated the power management pbc is the issue and requested onsite service from a philips field service engineer (fse).